Manufacturer narrative:
An investigation of the device including the device logs confirmed the reported complaint. The device was rebooted, passed all tests, and was returned to patient service the next day, (B)(6) 2018. During the described issue, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing reports of similar issues as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2018, the arkon experienced a spontaneous reset during use, however the issue occurred at the end of a case and the patient was no longer connected to the device. No injury was reported as a result of this event.